Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The report states: the patient was revised because of loosening of the sleeve, no ingrowth was noted. Doi: (B)(6) 2007 dor: (B)(6) 2009 (left side). Update 03/31/2011 - litigation papers allege patient has suffered and continues to suffer very serious bodily injuries and substantial pain and suffering. It is also alleged that patient has suffered from pain and joint derangement that will require yet a third implant surgery. It is further alleged that patient has undergone an MRI that demonstrates fluid collections in his hip joint indicative of inflammation and metallosis. It is also alleged that blood testing has confirmed abnormally elevated levels of metals including chromium and titanium. It is also alleged that he suffers from pain, altered gait, limping, extreme discomfort, knee pain and a much altered quality of life. It is further alleged explant surgery has been recommended by his surgeon. Doi: (B)(6) 2007. Patient is a resident of (B)(6). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The report states: the patient was revised because of loosening of the sleeve, no ingrowth was noted. Doi: (B)(6) 2007 dor: (B)(6) 2009 (left side). **update** (B)(6) 2011 - litigation papers allege patient has suffered and continues to suffer very serious bodily injuries and substantial pain and suffering. It is also alleged that patient has suffered from pain and joint derangement that will require yet a third implant surgery. It is further alleged that patient has undergone an MRI that demonstrates fluid collections in his hip joint indicative of inflammation and metallosis. It is also alleged that blood testing has confirmed abnormally elevated levels of metals including chromium and titanium. It is also alleged that he suffers from pain, altered gait, limping, extreme discomfort, knee pain and a much altered quality of life. It is further alleged explant surgery has been recommended by his surgeon. Doi: (B)(6) 2007. Patient is a resident of (B)(6). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
The pt was revised because of loosening of the sleeve, no ingrowth was noted. Update: (B)(6) 2011 - litigation papers allege pt has suffered and continues to suffer very serious bodily injuries and substantial pain and suffering. It is also alleged that pt has suffered from pain and joint derangement that will require yet a third implant surgery. It is further alleged that pt has undergone an MRI that demonstrates fluid collections in his hip joint indicative of inflammation and metallosis. It is also alleged that blood testing has confirmed abnormally elevated levels of metals including chromium and titanium. It is also alleged that he suffers from pain, altered gait, limping, extreme discomfort, knee pain and a much altered quality of life. It is further alleged explant surgery has been recommended by his surgeon.